Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: during the case, the cutting became dull. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).